Event description:
The user facility reported that they were unable to utilize their system 1e processor due to a "pressure transducer" and "maxpure" processor fault alarm. A procedure was rescheduled and subsequently completed the next day; no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the system 1e processor, ran a test cycle and was able to duplicate the "maxpure filter" fault alarm. The technician inspected the pressure transducer wiring, low voltage wiring harness and pressure transducer wiring harness finding no evidence of damage or looseness and found the wiring was properly bundled together. The technician placed the processor into service mode and found the pressure fluctuated when the pressure transducer wiring was moved. The technician repaired the processor by disconnecting the pressure transducer male spade terminals (pressure transducer), removing and crimping on new female spade terminals on the wiring harness (processer), reconnecting all terminals and recalibrating the pressure transducer. The technician identified that the female spade terminals on the processor were the source of the pressure fluctuation which likely loosened over time. The technician successfully ran test cycles, found the processor to be operational and returned it to service; no issues noted.